Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level did not exceed 500 mg/dl and was not in the "high" range, indicating no adverse impact on their blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge but occlusions recurred leading to pump replacement. The customer continued to use the pump for insulin therapy.